Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic/latino female patient underwent a primary breast augmentation with two 450cc mentor smooth round moderate plus profile prostheses and suffered several unexplained systemic symptoms, including insomnia, breast pain, back pain, pain in her left arm, headaches, and fatigue. The patient had a consultation with a healthcare professional. As a result, MRI and CT scans were performed. However, the results did not indicate any issues. No device issue was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding an expected explantation date. The event date was estimated as (B)(6) 2017 based on available information. This report is for the right-sided prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic/latino female patient underwent a primary breast augmentation with two 450cc mentor smooth round moderate plus profile prostheses and suffered several unexplained systemic symptoms, including insomnia, breast pain, back pain, pain in her left arm, headaches, and fatigue. The patient had a consultation with a healthcare professional. As a result, MRI and CT scans were performed. However, the results did not indicate any issues. No device issue was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding an expected explantation date. The event date was estimated as (B)(6) 2017 based on available information. This report is for the right-sided prosthesis.